Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a hemodialysis catheter. The customer states blood oozing was observed at the transparent joint of the external catheter when the product had been used for almost one month, and bubbles appeared at pumpback. Careful inspection revealed that the transparent external catheter notably out of the vertical at one side (compared with the other side) and joints insecurely connected. Product was tested prior use. Reintubation was required. Patient is currently doing well.